Manufacturer narrative:
Wide spread corrosion damage was noted within the internal components of the device.

Event description:
The micro sagittal saw was sent in for evaluation due to overheating during a procedure. No adverse event was reported. The procedure was completed with a readily available replacement device; a five to ten minute procedure delay was reported.